Event description:
The tracheal intubation fiberscope was returned to the service center with a report of bent insertion section. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a sticky control unit was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inferred from available information to be related to some form of stress, such as component damage or degradation, electrical issues, environmental temperature issues, or maintenance issues. The most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.